Event description:
It was reported the pt had been experiencing difficulties initiating communication with the ipg using both the pt programmer and the charging system. The pt is without stimulation. Replacement of external devices were to no avail. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.